Event description:
Reporter states, that she thought she had a bad sinus infection accompanied by sinus headache and eye pain. Most of the pain was behind her eye, reporter states, that she went to see a dr. Who ordered a CT scan. The dr. Came to the conclusion that she probably had an infection and prescribed antibiotic therapy and was referred to a corneal specialist. After taking several antibiotics, reporter states she wasn't feeling any better and began to notice loss of vision in right eye. Reporter states, she had surgery in 2009 to treat infection and to have a corneal implant. After surgery, pathology contacted her physician and said that the infection did not show up on pathology report. Reporter's physician stated that he has had a couple of pts who have had this infection, and he would continue to treat infection with various antibiotics. Reporter thinks that the cause of the infection could be linked to her contact lenses and her contact lense solution.